Manufacturer narrative:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating a pacing dpm hardware failure. The patient expired in the emergency room. The complaint was escalated for technical investigation to the original equipment manufacturer, schiller. Schiller¿s investigation showed that the connector (pacer board) was completely unplugged. The reason for the unplugging was that the pacer board was not glued properly because the tape was folded instead of being flat. This then led to the complete unplugging of the pacer board and accordingly to the dpm hardware failure. Based on the information available and analysis conducted, the cause of the reported problem was an unplugged pacer board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A clinical harm review was performed by a philips pms clinical expert and this event is assessed as related to a product problem with the device. This event is both unlabelled and not predicted. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Type of reported complaint updated to death. Date of death (B)(6) 2024

Event description:
It has been reported philips that tempus ls has pacing dpm hardware failed . While working a patient with a very low an diminishing heart rate, ems tried to pace the patient and unit displayed "dpm hardware failure". Patient died at the emergency room. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Further updates will be provided when the investigation is completed.